Manufacturer narrative:
As received, a complete lead was returned in one piece. Diagnostic imaging inspection found the inner coil inside the connector region over torqued consistent with procedure. The reported event of insertion difficulty was confirmed. The cause of the reported event was isolated to the over torque of the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual analysis did not find any other anomalies with the exception of procedural damage.

Event description:
During implant procedure, the stylet was unable to be inserted into the right atrial (ra) lead. The issue was resolved by replacing the ra lead. The patient was in stable condition and experienced no adverse health consequences.